Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the rf (radio frequency) head failed functional test. Analysis found the rf head cable out of electrical specification. The rf head label found delaminated (missing coating). Concomitant product: product ID 2090, programmer. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.